Event description:
It was reported that: the doctor was unable to advance the device into the sheath. Two devices were reported. Additional information received: the doctor was able to deploy the second device even with severe resistance. The physician used the original sheath to deliver the second device. Related to another der.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to these lots, therefore, supporting the devices met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the left femoral artery. Arteriotomy was 7mm, with a depth measurement of 4.5cm. A central positioned access was achieved utilizing ultrasound and micropuncture. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. When the bypass tube met with resistance, buckling and bending occurred to the bypass tube (associated to another der). A second 18f manta device was opened, and the first 18f manta sheath remained in place. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub; however, was able to deploy successfully, immediately achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath.